Event description:
The hcp reported the pump and catheter were explanted due to a questionable infection. They were returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.